Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon appeared to leak. The 3.0mm lesion being treated was a nearly 99% stenotic lesion with moderate calcification in the mid circumflex artery. The physician noticed while advancing the balloon that it did not move forward correctly on the point of the higher degree of stenosis. He inflated the balloon several times, at 6 atms, 8 atms, 10 atms and 14 atms feeling no resistance from the balloon. He performed a control injection as well with no difference noted. He then withdrew this balloon and inserted another, and experienced the same issues with the second balloon. The physician did note that there was blood inside of the balloon and inside the inflator. On injection, the physician noticed a thrombus on the image. It was noted that the patient's blood pressure decreased and she went into shock, and she died. Additional information provided by the cath lab manager states that the mixture of contrast media was at an incorrect dilution, which resulted in an inappropriate image seen under x-rays and the balloon was inflated past rated burst pressure (rated burst pressure is 12 atms). Also, the patient had suffered a mi 5 days prior to this procedure. Along with the lesion in the circumflex, there was a significant lesion in the left anterior descending artery. After inflation of the second balloon , which was also inflated with this incorrect mix of contrast media, the patient fibrillated, she entered cardiogenic shock and despite all attempts to revive her she died. The physician also specified that the patient depicted a reperfusion syndrome. It was also confirmed that there were no deflation issues with either balloon. The patient was given lobastatin, clopidogrel and aspirin prior to the procedure.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.